Manufacturer narrative:
Insulin pump had an intermittent button response noted on esc button due to moisture keypad trace. No moisture damage found on electronic assembly. Insulin pump had a cracked reservoir tube lip, cracked belt clip slot, scratches on lcd window, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.